Manufacturer narrative:
A sample has been available that has not yet reached manufacturing for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that an ophthalmic knife was found dull at the start of a procedure. The surgery was completed using another knife. The patient impact was not reported. Additional information has been requested but is not yet available. This report refers to the first of two cases from the same facility.